Event description:
It was reported that the patient had at least three days of head pain that had progressed to the back of their neck. The patient did not experience any neck trauma or signs of infection. The patient did not experience any vision changes or focal numbness/weakness. The patient was not known to experience headaches. The patient experienced a 'flutter' on coumadin, while presenting with their headache. The patient's exam was unremarkable while imaging revealed a small focus of subarachnoid hemorrhage (sah) without mass effect. The patient's international normalized ratio (inr) was 3.6. A repeated computed tomography (CT) of the patient's head did not reveal any acute changes. It was additionally reported that the patient's imaging studies had not revealed significant midline shift. It was additionally reported that a hyper-dense collection/mass was noted at the patient's foramen magnum. Whether this finding was related to the patient's sah was not provided. It was additionally reported that the patient's bleeding was considered to be moderate and that their anti-thrombotic medication was withheld and reversed. In addition, the patient was treated with vitamin k. In a CT on (B)(4) 2022 the lesion was not fully visualized on the non-visualization of the previously reported crescentic hyperdensity at the posterolateral aspect of the foramen magnum. The findings were secondary to subarachnoid hemorrhage (sah) that resolved. There was concern for foramen magnum lesion which neurology deemed ultimately there was no mass present and instead the foramen magnum hematoma was due to resolving sah with no further workup needed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had at least three days of head pain that had progressed to the back of their neck. The patient did not experience any neck trauma or signs of infection. The patient did not experience any vision changes or focal numbness/weakness. The patient was not known to experience headaches. The patient experienced a 'flutter' on coumadin, while presenting with their headache. The patient's exam was unremarkable while imaging revealed a small focus of subarachnoid hemorrhage (sah) without mass effect. The patient's international normalized ratio (inr) was 3.6. A repeated computed tomography (CT) of the patient's head did not reveal any acute changes. It was additionally reported that the patient's imaging studies had not revealed significant midline shift. It was additionally reported that a hyper-dense collection/mass was noted at the patient's foramen magnum. Whether this finding was related to the patient's sah was not provided. It was additionally reported that the patient's bleeding was considered to be moderate and that their anti-thrombotic medication was withheld and reversed. In addition, the patient was treated with vitamin k. In a CT on (B)(6) 2022 the lesion was not fully visualized on the non-visualization of the previously reported crescentic hyperdensity at the posterolateral aspect of the foramen magnum. The findings were secondary to subarachnoid hemorrhage (sah) that resolved. There was concern for foramen magnum lesion which neurology deemed ultimately there was no mass present and instead the foramen magnum hematoma was due to resolving sah with no further workup needed.